Event description:
It was reported that the lead was explanted due to a suspected conduction issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) hospital personnel.

Manufacturer narrative:
Analysis was normal. No anomaly found.